Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration and the pump display screen was pink and faded. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed large prime volumes. The rewind, prime and load steps were performed on the pump with no issues with loss of prime. Investigation revealed that the force sensor was out of calibration. Unrelated to the complaint, the pump display screen was found to be pink and faded.